Event description:
When the package of brite tip (6f jr3.5) was opened and the unit was going to be removed from the punch, the physician confirmed that the luer hub was loose from the shaft, but still attached. The hub was not fixed on the shaft and could be rotated around the shaft. The physician noticed the defect before pulling on the hub to remove the device from the pouch. Nevertheless, the physician continued the procedure using the brite tip, and the procedure was finished successfully. The event occurred prior to use and was clinically used, and the product will not be returned for analysis because it was discarded by the hosp due to the pt's infectious disease (hepatitis). The device was prepped according to IFU.

Manufacturer narrative:
The complaint stated that when the package of brite tip (6f jr3.5) was opened and the unit was going to be removed from the pouch, the physician confirmed that the luer hub was loose from the shaft, but still attached. The hub was not fixed on the shaft and could be rotated around the shaft. The physician noticed the defect before pulling on the hub to remove the device from the pouch. Nevertheless, the physician continued the procedure using the brite tip, and the procedure was finished successfully. No pt injury occurred. No unusual handling was reported. The product was not returned for eval; it was discarded at the hospital. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint could not be confirmed without a product return. With such limited info, it is not possible to determine what factors may have contributed to the event.